Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system and memory pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed assemblies and determined that the cause of the reported failure was due to an electrical short on the memory pcb assembly. Physio was unable to determine a specific component cause on the memory pcb assembly.

Event description:
It was reported that the device displayed "service" on the screen and was locked up. The device would not have been able to provide defibrillation therapy, if needed. There was no patient use associated with the reported failure.